Event description:
Covidien rec'd info stating that the delivered volumes on an achieva ventilator were higher than the set values. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien factory service technician inspected the device and was not able to duplicate the reported malfunction. The technician performed preventive maintenance (pm) as a precautionary measure and conducted performance verification test on the device and all tests passed.